Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to race. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician closed the artery with a 6fr angio-seal device felt like the device did not deploy properly. The device was tamped down but it was still oozing so the physician tamped down again and finished deploying. Manual compression was held and the blood loss was less than 250 cc's. Prior to deploying the angio-seal the physician had accessed the left femoral vein and right femoral artery. A stent was put in the left transverse sinus, which was deployed via the venous system. The arterial was accessed to take diagnostic angiograms of the cranial arteries prior to the case. The procedure outcome was successful. The patient was reported to be in stable condition.